Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, as the customer did not have the necessary charging pad with them.